Event description:
Treatment of an avm. It was reported after a pause, during onyx re-injection, the catheter ruptured and onyx diffused into the cerebral artery and basilar artery. It was reported the patient expired. Same event as MDR# 2029214-2012-00060.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 28.5 cm from the distal tip. The catheter appears to have ruptured during angiographic injection due to over-pressurization as a result of an occlusion within the catheter and this was not detected until onyx injection. Catheter rupture. (B)(4).